Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed, and the customer¿s reported problem of a travel coarse error¿check clutch/plunger lever was confirmed during occlusion testing. The most probable cause was determined to be worn clutches. The affected components were replaced to fix the issue.

Event description:
It was reported that there was travel coarse error-check clutch/plunger lever on power up. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.